Event description:
On (B) (6) 2009, during a kit inspection, the sales representatives noted the harmony pituitary rongeur to have a screw missing. This malfunction has been associated with an adverse event in the past. There was no patient involvement.

Manufacturer narrative:
No patient involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Evaluation is pending.